Manufacturer narrative:
(B)(4). The carefusion rep conducted a service call. They could not reproduce the event, but replaced the gde at the customer's request. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.

Event description:
Inop condition cfn sales rep called this in stating the customer called her to report one of their ventilators going vent inop on a pt. The vent went vent inop with the message "ex high p peak".